Event description:
It was reported that after an implant procedure the patient was experiencing pain while standing and walking. The patient underwent an ipg replacement procedure and the explanted ipg was not returned by the facility.